Event description:
The customer reported that while inserting the balloon in the patient, the invasive blood pressure waveform did not appear on the screen. The customer tried a different cable but the problem continued. The customer added that when they held pressure on the cable they were able to get a waveform to appear. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The co rep was unable to duplicate the reported problem. As a precautionary measure, the cable assembly blood pressure input (012-00-0977) was replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).